Manufacturer narrative:
The cannula has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the cannula was found to be bent as the obturator would not advance all the way down. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula was returned and evaluated. Per the customer reported complaint, failure analysis investigation felt resistance when testing with a blunt obturator, indicating a bent cannula tube. No other damage was found.